Event description:
An initial report was received from a customer indicating that during surgery, the coagulation power did not stop when the physician released the footswitch. They rebooted the system, but then the system would not turn on. There was a delay of approximately 1.5 hours while an alternate system was brought in. The surgery was continued and the intraocular lens (iol) was implanted. Corneal clouding was reported secondary to bleeding. After the surgery, a "strong inflammation beside the eye was found, and the patient complained of pain." The corneal clouding was clearing as of (B)(6) 2012, but the inflammation was still "strong." Additional information was received indicating that when the bipolar cauter was used on the conjunctiva, there was no cautery even though it made a sound. Then the display froze and the system stopped. The report indicates that the patient is aphakic despite the original report indicating that the patient was able to have an iol. Additional information and clarification has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).